Event description:
It was reported during a normal battery replacement impedances read greater than 4,000 ohms. The representative increased settings and impedances were still greater than 4,000 ohms. The lead was reinserted several times and they had heard the setscrew click when torqued down. It was also noted nothing abnormal occurred during the procedure. It was noted, the lead was older so it did not have blue markings but it appeared to be fully inserted. The lead did not feel like it moved once the setscrew was tightened. The patient did not have any falls. The same day it was reported the leads were replaced and the impedances were all within normal range. .

Manufacturer narrative:
Product ID 3093-28 lot# v988002, product type lead product ID 3058 lot# serial# (B)(4), implanted: 2008 (B)(6), product type implantable neurostimulator product ID 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3093-28 lot# v082173, implanted: 2008 (B)(6), product type lead product ID 3093-28 lot# v082173, implanted: 2008 (B)(6), product type lead. (B)(4).